Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If additional information is received at a later time a supplemental medwatch will be sent.

Event description:
It was reported that post-op bleeding (oozing) was observed in 8 hours. Elective cases with no comorbidities. Surgeon confirmed that he had followed IFU while using the device (iie. Waited for 15 seconds prior to firing, returned adjustable knot properly).

Manufacturer narrative:
(B)(4), date sent: 12/16/2020 additional information was requested, and the following was received: what were the indications for surgery? Colon rectum. What surgical procedure was performed? Unknown. Does the surgeon believe there was an alleged deficiency of the (B)(6) device that caused or contributed to the post-op bleeding? If so, why? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Yes, 1 year of experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Illuminated green check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 complete revolutions. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were the donuts inspected? If so, please describe. Yes. Were there any issues noted with staple formation? If so, please describe the shape and location. No. How was the post-op bleeding identified? The bleeding was identified after 8 h from surgery. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? No. How was the bleeding addressed? At the drain. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Unknown. What is the current patient status? Healthy. The device is not available for analysis as it was discarded.